Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on a patient. The results provided were: sid (B)(6) initial=> 5.00 ng/dl /repeated=1.28 and 1.34 ng/dl there was no reported impact to patient management.

Manufacturer narrative:
Updated section g6 adverse event problem: changed component code to g03001 analyzer from g01003 device ingredient or reagent. During the requested site visit, the field service engineer (fse) determined leaked buffer solution on the syringe assy (7-77650-09) the likely cause of the falsely elevated results and replaced the part which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the syringe assy. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation, provides instruction for the removal, replacement, and verification of the syringe assy. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6) or syringe assy (7-77650-09).

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on a patient. The results provided were: sid (B)(6) initial=> 5.00 ng/dl /repeated=1.28 and 1.34 ng/dl there was no reported impact to patient management.